Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a one-link needle-free IV connector leaked causing a pump alarm. During patient tpn (total parenteral nutrition) and intralipid infusion, an unknown pump alarmed "occlusion". When the unknown baxter cap was removed from the line "a large amount of fluid squirted out". The cap was changed. There was no patient injury or medical intervention associated with this event. No additional information is available.